Event description:
A zodiac ti sacral polyaxial screw assembly implanted on (B)(6)2009 was noted in x-ray broken during a follow-up visit of the patient on (B)(6)2009. The broken screw remains in patient. The date of the breakage is unknown.

Manufacturer narrative:
Evaluation of the device history record for part number 62365-45 lot number 617803 do not reveal any quality concerns. The lot was manufactured per revision d. The device master record of part series (B)(4) was evaluated and the changes made have no impact on the safety and effectiveness of the product. A visual examination of the copies of the x-rays of the patient was performed by senior director of biomechanical/clinical research. An evaluation of the x-rays was inconclusive as to the root cause. There was no scheduled revision surgery at this time. The patient's post operative management was not provided by the sales representative.